Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance measurements and loss of capture in bipolar configuration. The lead at some point was programed to unipolar mode to maintain capture but additional information was not provided. The lead was successfully capped and replaced on (B)(6) 2018. The patient was in stable condition before, during and post surgery.